Event description:
Per impoter's MDR: consumer states front casters wobble

Manufacturer narrative:
There is no way to know whether this device was manufactured by (B)(4) ltd since there was no model number provided and the device was not returned for evaluation.